Event description:
It was reported that prior to start of a da vinci-assisted procedure, an orange part below the sheath of the 8mm monopolar curved scissors (mcs) instrument was exposed through the grey portion of the instrument. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the 8mm monopolar curved scissors (mcs) instrument and the mcs tip cover accessory involved with this complaint to be returned for failure analysis. However, as of the date of this report, the mcs tip cover accessory has not been received. A follow-up MDR will be submitted if the accessory is returned (post failure analysis evaluation) or if additional information is received. Intuitive surgical, inc. (Isi) received the 8mm mcs instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. The mcs instrument was found to have a deep scratch marks, approximately 0.14" x 0.05" and 0.11" x 0.02" in length to the surface of the brown section of the tube extension with material removed and the material was missing. Any potential fragments from the brown section of the tube extension would not be retained by use of the tip cover for this monopolar curved scissors design. The root cause of the scratch marks of the instrument tube extension is attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal. Failure analysis found the primary failure of the scratch marks on the instrument tube extension to be related to the customer reported complaint. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video of the procedure was provided for review. This complaint is being reported due to the following conclusion: it was alleged that the orange part below the sheath of the mcs instrument was exposed through the grey portion on instrument with no evidence or claim of user mishandling/misuse. In the event the mcs tip cover accessory is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist mcs instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions could result in electrical arcs from the wrist and alternate site burns. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.